Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The anchor, suture and the sliding cover were missing, probably discarded at the facility. We cannot confirm this complaint or determine a root cause for this failure without the anchor. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 2 similar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The batch review 3511458 showed that the devices were conformed to in process and finished goods specifications when released to stock the 17 mar. 2011. Expiration date: 2014-03 (according to retained labels). No nc was opened. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported the distal tip of the customer's 4.5mm healix br anchor with orthocord broke while inserting into the bone hole during a rotator cuff procedure. The surgeon removed all of the broken anchor and inserted a bigger anchor to complete the procedure with no patient consequences or delays. Nothing was left inside the joint space and the device is coming back. The sales rep was not present during the case and could not provide any more information.